Event description:
A malfunction was reported on the customer's pump, with no notable events occurring before the malfunction and no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump; however, the malfunction code recurred after resetting. Consequently, technical support arranged for the pump to be replaced. The customer was provided with instructions to return the problematic pump using the supplied return box and pre-paid label, to program settings into the replacement pump, and to connect their cgm to it. The customer was advised to complete the return within 10 days to avoid being billed and to put the pump into storage mode before returning it.